Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing pain at the pocket site. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post operatively. The explanted device will not be returned as it was kept at the facility.